Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the heater cooler re-set itself three separate times upon rewarming of the patient. The heater cooler would shut down, then power back up in the standby mode. The device was used for the remainder of the procedure, and did not delay the rewarming of the patient or the surgical procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.